Event description:
Procedure proceeded uneventfully. Final post angiogram noted the proximal portion of the main body graft was positioned barely in the neck of the aneurysm. However, no type I endoleak was prevalent. In order to prevent future complications another MFR's endovascular cuff was placed at the proximal sealing site of the main body graft, providing sufficient coverage of the aortic aneuyrsm. Extension was placed in good position. During the angiogram it was also noticed that the contralateral iliac leg graft had landed a little lower in the common iliac artery than had been planned. The iliac leg graft landed distally covering about half of the hypogastic artery. Since the pt had a pt right hypogastric artery, the physician did not attempt any other intervention.